Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal bupivacaine, hydromorphone and fentanyl via an implantable pump. It was reported that the reason of the call was the patient stated that they were having trouble connecting and getting stuck at the connecting to pump screen. The agent assisted the patient on clearing the data and able to get connected without any further issue. The agent also assisted the patient on disabling the talk back feature of the handset. The issue has been resolved. The agent advised to contact us back if they need further assistance.